Manufacturer narrative:
Continuation of d10: product ID: ped2-500-16, (d022700); product ID: ped2-500-14, (d022996); medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding three pipeline flex with shield stents that failed to open. The patient was undergoing a procedure for flow diverter treatment of an unruptured saccular aneurysm. Patient's vessel tortuosity was moderate. It was reported that the devices were prepared as indicated in the instructions for use (IFU). The pipeline was difficult to open around the vessel bend(s) and was deformed. The same issue occurred with three pipelines. The procedure was ultimately abandoned. The patient had no symptoms or complications associated with this event.